Event description:
The customer reported a six milliliter internal and external leak of blue fluid originating from the coulter lh 780 hematology analyzer. The leak had spilled onto the counter. The customer identified that the blood sampling valve (bsv) tubing had detached. The customer reattached the tubing. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory gown, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse), cut and refit the tubing to provide a more secure attachment on the associated fitting. The instrument was returned into service after completion of repairs. The failure mode of this event was a detachment of specific instrument tubing. This specific failure mode, upon recur, has the potential to cause discrepant results for all differential parameters. (B)(4).